Event description:
It was reported that customer experience high blood glucose. Blood glucose reading was 477 mg/dl. Customer current blood glucose was unknown. Infusion set cannula was bent. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of event. Customer was treated with pen. No further patient complication were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.